Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a scan of lo (less than 40 mg/dl) while wearing the adc freestyle libre sensor. On (B)(6) 2020, the customer self-treated with glucose pills based on the lo sensor scan. The customer experienced feeling sick and being really tired, and went to the emergency room. A blood glucose of 440 mg/dl was obtained through laboratory test, and the customer was treated with novolog insulin injection by a healthcare professional for treatment. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a scan of lo (less than 40 mg/dl) while wearing the adc freestyle libre sensor. On (B)(6) 2020 the customer self-treated with glucose pills based on the lo sensor scan. The customer experienced feeling sick and being really tired, and went to the emergency room. A blood glucose of 440 mg/dl was obtained through laboratory test, and the customer was treated with novolog insulin injection by a healthcare professional for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed. The sensor plug is fully seated. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.